Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 26-jul-2017, a field service engineer (fse) conducted an onsite follow-up with the customer to address the reported event. During servicing, fse replaced the tube for the line filter. The instrument was primed and then they ran quality controls (qc). The instrument was verified as operational and there was no further action required by fse. The most probable cause of the reported event was due to a bad prefilter.

Event description:
On (B)(6) 2017, a customer reported that the filter tubing was not secure causing a leak in the prefilter with their g8 analyzer. The customer changed the ferrule and tubing connector but it did not resolve the leak in the prefilter. . A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.